Manufacturer narrative:
(B)(4). D10 ¿ 3553.102, cmk-stem cem mod 12/14 size102, lot 0001854675. 31-479552, bipolar/endo prov cup 28x42mm, lot unknown. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent cardiac resuscitation during the implantation of a cemented femoral stem. Surgery was aborted with stem and cup implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d4, g1-2. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172408. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.